Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-04705, 1627487-2020-04706. It was reported that high impedances were measured at the patient's leads after the patient had multiple falls. As a result, the lead extensions and ipg were explanted and replaced, which resolved the issue.